Event description:
It was reported that during a device check, the low-voltage right ventricular (rv) lead did not work due to the threshold being too high. The rv lead was replaced and the patient was upgraded to a cardiac resynchronization therapy device. No patient complications have been reported as a result of this event.